Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused. The under infusion was described as, ¿pump not working, slow infusion¿. This issue occurred during patient infusion in the acute care unit (acu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.